Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) regarding a patient who was receiving hydromorphone (4 mg/ml at 0.24 mg/day and 0.74 mg/day) and (mitigo) (25 mg/ml at dose of 1.931 mg/day and 6.381 mg/day) via implantable infusion pump. It was reported that the patient's pump was updated on (B)(6) 2021 for a normal pump refill. The hcp reported that they changed the medication from mitigo to hydromorphone and the nurse had programmed a bridge bolus based off the simple continuous rate (1.931 mg/day) instead of accounting for the max daily dose if the patient were to get all their ptm boluses (6.381 mg/day). The hcp reported that later in the evening after the programming, the patient started to experience withdrawal symptoms. Of note, there were 0.359 ml of bolus that had not been delivered. On (B)(6) 2021, technical services walked the hcp through steps to program the advanced bridge bolus, which was noted to be done appropriately. Catheter volume was 0.245 ml, remaining bridge bolus was 0.359 ml, 24 hour bridge during bridge bolus was 6.381 mg/day, and duration was 33 hours and 45 minutes.